Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced erosion and perforation on the left cylinder side. The cylinder was explanted, and a new smaller cylinder was implanted and connected to the existing right cylinder and pump. There was no additional patient complications reported.